Event description:
It was reported by service report that the customer alleged that the fowler would drop down unintentionally.

Event description:
It was reported by service report that the customer alleged that the fowler would drop down unintentionally.

Manufacturer narrative:
It was reported by the stryker technician that the customer alleged that a nurse was moving to lower the fowler when the fowler dropped. The customer also alleged that a nurse's hand was underneath and the nurse strained her shoulder. However, no medical intervention was reported for the strain. The nursing staff did not know how it occurred and were not able to duplicate the event. The stryker technician evaluated the unit and could not find a defect and could not duplicate the reported event.